Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The device meets manufacturer specifications.

Event description:
The customer reported that the touch screen on the ventilator went dark, while in use on a patient. There was no patient harm/injury associated with this issue.